Event description:
The company was notified of the incident through a telephone call from a customer. The complaint alleges that the light bulb on product 008617200, miller 2 laryngoscope blade broke during an intubation. The physician did not notice that the light was broken. Later during a second procedure another physician found the small piece of broken bulb in te pt. There was no pt injury or further complications. Due to hospital policy the product could not be returned for evaluation.